Manufacturer narrative:
Received one empty, used pump for evaluation and investigation. The pump was refilled with normal saline solution to the reported fill volume of 240ml for evaluation. The pinch clamp was opened and infusion was observed. A flow rate accuracy test was performed and the results were found to be within specifications. Information provided indicates the pump was under filled to 240ml, which does flow faster than a nominally filled pump. The directions for use (1303046 rev. F) contains a caution statement: filling the pump less than nominal, increases flow rate. A review of the lot history found no other complaints for fast flow for the reported lot number.

Event description:
Fast flow. Pump finished 5.5 hours too early. Filled 4 days prior to use. No adverse event occurred.